Event description:
It was reported the patient underwent a right custom temporomandibular joint on an unknown date last year. Subsequently, the patient has reported experiencing pain. The surgeon conducted a CT scan which indicated possible small bone loss around the tip of one of the fossa screws. No further information is available.

Manufacturer narrative:
(B)(4) d6a - implant date - device was implanted on an unknown month and date in 2024. The device will not be returned for analysis as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, h4, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. Review of the DHR showed that all parts were designed properly per applicable work instructions. Review of the digital files shows that the actual position of the implant is close to the planned position. One unused hole was identified in the fossa. The fossa guide was reviewed to determine if it caused the surgeon to drill a hole in the incorrect location. It is unknown whether this hole was drilled or is due to bone loss. However, it cannot be determined if this hole is the reason for the pain the patient is experiencing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.